Manufacturer narrative:
The explanted arsenal construct is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Manufacturer narrative:
A review of the device history records revealed the implant was properly manufactured and released according to design specifications. No irregularities have been identified. Visual inspection found the returned sacral screw had fractured and broke mid-way of the threaded shaft. It may be possible that because this event occurred approximately 6 months after initial implantation, a successful fusion/healing may not have begun to occur. In this case, the construct was more than likely carrying the majority of the load throughout the time of implantation with no gradual transfer of load that would be associated with fusion/healing. Typically, a functional fusion should take 3 - 6 months, but may take up to a year. During that time as successful fusion/healing occurs, there's a gradual transfer of load reducing the amount of stress placed on the implants. These implants are intended for temporary stabilization until fusion occurs they do not have an indefinite life and may fail over time if fusion is not achieved.

Manufacturer narrative:
An evaluation is not possible at this time. The implant has not been removed from the patient nor has the identifying part and/or lot number been provided. Upon the receipt of additional information and/or the suspect implant a follow report will be submitted.

Event description:
The 6 month post-op x-rays revealed the screw located at the s1 had fractured and broke. No trauma involved. Original surgery l4-s1 psif (posterior spinal instrumentation and fusion).